Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing could not reproduce the issue. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system. It was reported that a manufacturer representative received a ¿low performance¿ error message on the system. This issue occurred after the representative moved through the software task menu and got to the navigation task. This issue occurred during training and there was no patient present.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.